Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the green sureform 60 reload used during this reported event for failure analysis investigations. A review of the sureform 60 stapler instrument logs showed (part number 480460-09), (lot number k11230131-0673) was the first sureform stapler used. This instrument was installed 3x and fired 2 reloads (both green). Both firings resulted in firing failures, first one failed at 86.5% completion following multiple pauses for compression, and second one failed at 49.7% completion following multiple pauses for compression. The instrument did not have any incomplete clamps. The second sureform 60 stapler instrument used was (part number 480460-09), (lot number k13230131-0253). This instrument was installed 7x and fired 6 reloads (1 green followed by 4 black followed by 1 green). First firing (green reload used) resulted in a firing failure at 51.3% completion following multiple pauses for compression. All subsequent firings were completed per the logs. There were no incomplete clamps by this instrument.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the green sureform 60 reload had an incomplete staple line on stomach tissue requiring intervention. Intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following information. The surgeon was using a green reload on the first staple fire on stomach tissue when error message of "tissue too thick" occurred during the firing sequence. The anvil made it partway through the intended staple line but did not fully seal and complete. As a result, the surgeon noted oozing, and leaking from the incomplete staple line. A new sureform 60 stapler instrument was opened, and a new reload of unknown color was used along the same intended path to complete the staple line, repairing the leaking staple line. No bleeding was lost due to the event, no additional tissue was resected, no malformed or dumped staples were produced, no buttress material was used.